Event description:
Reportable based on device analysis completed on 30 oct 2018. It was reported that the guidezilla was kinked and failed to cross the lesion. The 90% stenosed target lesion was located in the coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the patient had severe stenosis and the guidezilla became kinked and could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the distal shaft was partially separated from the collar. Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a kink in the hypotube located 7mm from the collar and a kink at the proximal end of the collar, tip damage (misshapen), and the distal shaft was partially separated from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.